Manufacturer narrative:
This submission is being made after an acquisition and internal audit of wellspect healthcare. Examination of batch documentation shows that the lot registered in the complaint, (B)(4) was packaged 2011-06-08. The lot which should have been in the box, (B)(4) was packaged 2011-01-24 and 25, so it doesn't seem likely that the mix up happened during manufacturing. There has probably been a repackaging somewhere.

Event description:
In a box labeled ref 9014 (catheter with straight tip) there is an alu bag labeled 9614 (catheter with bent tip). A male user used a catheter with a bent tip and had a bleeding.